Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis. Event log history was performed, and no error codes were found recorded in history. During analysis, the customer's reported problem was unable to be duplicated. Service recommended to replace the motor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1870. No patient was involved in this event. No adverse effects were reported.